Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during trocar insertion in a laparoscopic cholecystectomy procedure, the balloon did not inflate. They opened a second device to resolve the issue in order to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the insufflation port was broken. The locking collar, valve seal and valve doors appeared intact. The inflation syringe tip was broken. The obturator was received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the broken insufflation port may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.